Event description:
As reported to coloplast, though not verified, the patient had a restorable mesh/ sling implanted in (B)(6) 2021. Reportedly, post procedure the patient experienced the following: continued pressure in perineum [worse with sitting], dull pain, urinary complaints unlikely related to coloplast (pain with voiding, stress urinary incontinence), vaginal bleeding, vaginal pain after intercourse, tenderness on palpation of vaginal vault sutures and mesh exposure. The sling was trimmed in august 2022.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.